Event description:
The patient was implanted with a conformable gore tag thoracic endoprosthesis to treat a traumatic rupture of the thoracic aorta. The rupture was a result from a fall off the 3rd level of a building. At an unspecified time after treatment, the patient developed a pseudo aneurysm at the proximal landing zone of the original graft, which was treated with a stent graft (vendor unknown). This graft was placed inside of the conformable gore tag thoracic endoprosthesis and extended proximally over the left subclavian. The patient expired. It is unknown what the cause of death is and the exact date.